Event description:
Report 3 of 3 received of an independent rate change. The pump was delivering in the piggyback mode, an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the secondary was found to be delivering at an unintended rate of 5ml/hr. Though requested, no further info was received.